Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2011. The patient's medical history included multigravida, parity 3 and endometriosis. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/hardly ever intimate with my husband because of discomfort"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia / I'm hardly ever intimate with my husband because of the discomfort and pain"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), cystitis ("bladder infection"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bactreial infection"), migraine ("migraine"), headache ("headaches / I always get really bad headaches"), nausea ("nausea"), dysgeusia ("metal/silver taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia "), trichorrhexis ("flaky and brittle hair"), pain in extremity ("leg pain"), back pain ("back pain"), pain ("general body pain") and anger ("lashed out at partner"), 1 month 18 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("depression,"), vaginal discharge ("vaginal discharge") and anxiety ("anxiety") and was found to have weight increased ("weight gain / I've gained excessive weight "). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: break outs/rashes"), swelling ("swelling"), ear infection ("infection ear"), pelvic pain ("hurt, pain") and asthenia ("hardly ever have energy"). The patient was treated with surgery (lavh (laparoscopic-assisted vaginal hysterectomy), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, cystitis, urinary tract infection, vulvovaginal mycotic infection, bacterial infection, migraine, headache, depression, rash, vaginal discharge, vaginal haemorrhage, menorrhagia, trichorrhexis, pain in extremity, back pain, pain, anger, ear infection, pelvic pain and asthenia outcome was unknown, the nausea, weight increased and swelling was resolving and the dysgeusia had resolved. The reporter considered abdominal pain, alopecia, anger, anxiety, asthenia, back pain, bacterial infection, bladder disorder, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, rash, swelling, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were 4 coils visible in the right ostia and 7 coils visible on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: failure to occlude (close) fallopian tubes; on (B)(6) 2011: tubal patency bilaterally despite the presence of bilateral tubal occlusion devices; on (B)(6) 2011: 1. Persistent right tubal patency despite presence of bilateral tubal occlusion device. Pathology test - on (B)(6) 2015: - moderate chronic cervicitis. Disordered proliferative phase endometrium without any evidence of hyperplasia or malignancy both fallopian tubes with recent congestion and one fallopian tube revealing a benign paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2011. The patient's medical history included multigravida, parity 3 and endometriosis. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/hardly ever intimate with my husband because of discomfort"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia / I'm hardly ever intimate with my husband because of the discomfort and pain"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), cystitis ("bladder infection"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bacterial infection"), migraine ("migraine"), headache ("headaches / I always get really bad headaches"), nausea ("nausea"), dysgeusia ("metal/silver taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia "), trichorrhexis ("flaky and brittle hair"), pain in extremity ("leg pain"), back pain ("back pain"), pain ("general body pain") and anger ("lashed out at partner"), 1 month 18 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("depression,"), vaginal discharge ("vaginal discharge") and anxiety ("anxiety") and was found to have weight increased ("weight gain / I've gained excessive weight "). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: break outs/rashes"), swelling ("swelling"), ear infection ("infection ear"), pelvic pain ("hurt, pain") and asthenia ("hardly ever have energy"). The patient was treated with surgery (lavh (laparoscopic-assisted vaginal hysterectomy), bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, cystitis, urinary tract infection, vulvovaginal mycotic infection, bacterial infection, migraine, headache, depression, rash, vaginal discharge, vaginal haemorrhage, menorrhagia, trichorrhexis, pain in extremity, back pain, pain, anger, ear infection, pelvic pain and asthenia outcome was unknown, the nausea, weight increased and swelling was resolving and the dysgeusia had resolved. The reporter considered abdominal pain, alopecia, anger, anxiety, asthenia, back pain, bacterial infection, bladder disorder, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, rash, swelling, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were 4 coils visible in the right ostia and 7 coils visible on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: failure to occlude (close) fallopian tubes; on (B)(6)2011: tubal patency bilaterally despite the presence of bilateral tubal occlusion devices; on (B)(6) 2011: 1. Persistent right tubal patency despite presence of bilateral tubal occlusion device. Pathology test - on (B)(6) 2015: - moderate chronic cervicitis. Disordered proliferative phase endometrium without any evidence of hyperplasia or malignancy. Both fallopian tubes with recent congestion and one fallopian tube revealing a benign paratubal cyst.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. New events: pelvic pain and asthenia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2011. The patient's medical history included gravida ii and parity 3. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), cystitis ("bladder infection"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bacterial infection"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dysgeusia ("metal/silver taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia "), trichorrhexis ("flaky and brittle hair"), pain in extremity ("leg pain"), back pain ("back pain"), pain ("general body pain") and anger ("lashed out at partner"), 1 month 18 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("depression,"), vaginal discharge ("vaginal discharge") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: break outs/rashes") and swelling ("swelling"). The patient was treated with surgery (lavh (laparoscopic-assisted vaginal hysterectomy), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, cystitis, urinary tract infection, vulvovaginal mycotic infection, bacterial infection, migraine, headache, depression, rash, vaginal discharge, vaginal haemorrhage, menorrhagia, trichorrhexis, pain in extremity, back pain, pain and anger outcome was unknown, the nausea, weight increased and swelling was resolving and the dysgeusia had resolved. The reporter considered abdominal pain, alopecia, anger, anxiety, back pain, bacterial infection, bladder disorder, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, rash, swelling, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: failure to occlude (close) fallopian tubes. Pathology test - on (B)(6) 2015: - moderate chronic cervicitis. - disordered proliferative phase endometrium without any evidence of hyperplasia or malignancy - both fallopian tubes with recent congestion and one fallopian tube revealing a benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received. Reporters information updated. Event: injury were updated to abnormal bleeding (general) .events: apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea, dyspareunia, failure to occlude (close) fallopian tube(s), fatigue, hair loss, hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal), infection (other) describe: yeast. Bacteria, migraines , headaches, nausea, pain: abdomen , back , leg , psychological or psychiatric problems condition:depression, rashes or skin conditions type: break outs/rashes, tubal ligation, vaginal discharge, weight gain, other injury(ies) or complication, please describe: metal/silver taste in mouth ,abnormal bleeding(vaginal, menorrhagia) were added. Event outcome :weight gain , swelling, nausea were added. Medical history , lab data were added. On 31-may-2019: correction due to discrepancy between coding action item and match point coder query . Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2011. The patient's medical history included multigravida, parity 3 and endometriosis. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia / I'm hardly ever intimate with my husband because of the discomfort and pain "), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), cystitis ("bladder infection"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bactreial infection"), migraine ("migraine"), headache ("headaches / I always get really bad headaches"), nausea ("nausea"), dysgeusia ("metal/silver taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia "), trichorrhexis ("flaky and brittle hair"), pain in extremity ("leg pain"), back pain ("back pain"), pain ("general body pain") and anger ("lashed out at partner"), 1 month 18 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("depression,"), vaginal discharge ("vaginal discharge") and anxiety ("anxiety") and was found to have weight increased ("weight gain / I've gained excessive weight "). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: break outs/rashes"), swelling ("swelling") and ear infection ("infection ear"). The patient was treated with surgery (lavh (laparoscopic-assisted vaginal hysterectomy), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, cystitis, urinary tract infection, vulvovaginal mycotic infection, bacterial infection, migraine, headache, depression, rash, vaginal discharge, vaginal haemorrhage, menorrhagia, trichorrhexis, pain in extremity, back pain, pain, anger and ear infection outcome was unknown, the nausea, weight increased and swelling was resolving and the dysgeusia had resolved. The reporter considered abdominal pain, alopecia, anger, anxiety, back pain, bacterial infection, bladder disorder, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, rash, swelling, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were 4 coils visible in the right ostia and 7 coils visible on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: failure to occlude (close) fallopian tubes; on (B)(6) 2011: tubal patency bilaterally despite the presence of bilateral tubal occlusion devices; on (B)(6) 2011: 1. Persistent right tubal patency despite presence of bilateral tubal occlusion device. Pathology test - on (B)(6) 2015: - moderate chronic cervicitis. Disordered proliferative phase endometrium without any evidence of hyperplasia or malignancy. Both fallopian tubes with recent congestion and one fallopian tube revealing a benign paratubal cyst. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6)2011. The patient's medical history included multigravida, parity 3 and endometriosis. Concurrent conditions included obesity. On (B)(6)2010, the patient had essure inserted. On (B)(6)2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia / I'm hardly ever intimate with my husband because of the discomfort and pain "), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), cystitis ("bladder infection"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), bacterial infection ("bacterial infection"), migraine ("migraine"), headache ("headaches / I always get really bad headaches"), nausea ("nausea"), dysgeusia ("metal/silver taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia "), trichorrhexis ("flaky and brittle hair"), pain in extremity ("leg pain"), back pain ("back pain"), pain ("general body pain") and anger ("lashed out at partner"), 1 month 18 days after insertion of essure. On (B)(6)2011, the patient experienced depression ("depression,"), vaginal discharge ("vaginal discharge") and anxiety ("anxiety") and was found to have weight increased ("weight gain / I've gained excessive weight "). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: break outs/rashes"), swelling ("swelling") and ear infection ("infection ear"). The patient was treated with surgery (lavh (laparoscopic-assisted vaginal hysterectomy), bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, cystitis, urinary tract infection, vulvovaginal mycotic infection, bacterial infection, migraine, headache, depression, rash, vaginal discharge, vaginal haemorrhage, menorrhagia, trichorrhexis, pain in extremity, back pain, pain, anger and ear infection outcome was unknown, the nausea, weight increased and swelling was resolving and the dysgeusia had resolved. The reporter considered abdominal pain, alopecia, anger, anxiety, back pain, bacterial infection, bladder disorder, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, ear infection, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, rash, swelling, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were 4 coils visible in the right ostia and 7 coils visible on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6)2011: failure to occlude (close) fallopian tubes; on (B)(6)2011: tubal patency bilaterally despite the presence of bilateral tubal occlusion devices; on (B)(6)2011: 1. Persistent right tubal patency despite presence of bilateral tubal occlusion device. Pathology test - on (B)(6)2015: - moderate chronic cervicitis. Disordered proliferative phase endometrium without any evidence of hyperplasia or malignancy both fallopian tubes with recent congestion and one fallopian tube revealing a benign paratubal cyst.. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media: new event ear infection and reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.